Event description:
I had smooth silicone breast implants put in 2009. I began experiencing noticeable side effects approx 5 years later. This started with muscle and joint pain. I then experienced fatigue. Between years 2014-2018 when I explanted additional symptoms began and the last two years prior to explant I was experiencing over 20 symptoms. I was under the care of a doctor for three years leading up to explant and no one could figure out what was wrong. I started experiencing brain fog, rashes, headaches, sensitivity to light and sound, anxiety, rapid heart rate, food allergies swollen eyes, difficulty breathing when exercising (and I was athlete who had never had any problems. I was very fit). Difficulty sleeping, dropping iron levels, sensitivity to temperature, rapid skin aging, thyroid issues and a number of other odd symptoms. I didn't really know anything about breast implant illness but in 2018 a friend told me I should consider explanting to see if it helped. I was doing everything recommended to help my issues, clean whole eating, rest, meditation, low stress, exercise, nature, vitamins recommended by my doctor with no success and intuitively I felt like I was being poisoned. I even checked my home for mold, etc. I explanted 04/18/2018. Within a few days of healing my body dropped 50% of symptoms. Over the following years symptoms slowly dropped off. By one year post explant I felt 100% better. Everything resolved. I am 100% sure that my implants were causing these issues. While there wasn't a visible leak upon examination they felt worn down and rough. One had a crease in the middle. They were also yellow coming out. I don't know why. I was told they were clear when they were put in. I also believe my body was rejecting this foreign bag of chemicals placed in me. Do you have a picture of the product? Yes. I used to drink a glass of wine on occasion but stopped as bii symptoms increased and I became sensitive to wine. I am no longer sensitive to it since explant. Just choosing not to really drink. I am very athletic and fit. Have tested my levels on a regular basis for several years. Have never missed well person visits, never had any mental challenges or other health issues to speak of until implants and specifically the two years leading up to explant. FDA safety report ID# (B)(4).